Event description:
From the customer/patient-specific implant surgery report received on (B)(6) 2014, it was reported that the patient was operated for rebushing procedure. During the operation after removing the axle, in situ the curved condylar piece attached to the femoral component came away from the cemented stem, which was still firmly cemented into the femur. Rebushing is replacement of uhmwpe components of the implant.

Manufacturer narrative:
The clinician decided to leave the implant in the patient and request stanmore implants to manufacture a custom distal femur to replace the current implant. The revision surgery is planned for (B)(6) 2014. The explanted device is requested to be returned for evaluation. The pt will have limited mobility of the limb until the implant is situ is revised. This product is similar to the device approved under 510k k120992.

Manufacturer narrative:
The surgeon was performing a rebushing procedure after 11 years in situ. During the procedure, the femoral component came loose from the cemented stem. The surgeon then ordered and successfully implanted a new femoral component and completed the rebushing with no reported complications. After investigation of the explanted components and a review of imaging, it is not possible to determine a specific reason for the reported issue although the active age of the implant may potentially be a contributor to this type of event. A review of the batch records revealed no evidence that non-conforming products were released from this batch. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to (B)(4).